Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Plus the battery compartment is corroded. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's also a horizontal crack in the battery threads. Also the s/n label located between the belt clip rails is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a corrosion on the battery compartment. The customer's blood glucose level was 10 mmol/l at the time of the incident. The reservoir lip ring was not damaged. The customer reported crack at the lid of the insulin pump and around the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.